Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status bol. The device was implanted for 20 months and 23 charging cycles were recorded to the device memory. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. The memory content of the device was inspected. The inspection revealed an absent sensing in the atrial channel. Hence a sensing test was performed, and the device sensed the attached heart signals free of noise. Especially, the sensing in the atrial channel proved to be flawless. At a next step the impedance measurement functions of the device were tested using different temperature environments. However, the impedance measurement functions were as expected. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the device is fully functional. There was no indication of device malfunction.

Event description:
Ous MDR - (B)(6) 2012, the patient went to the hospital where many atps were observed. This ICD was implanted with a boston scientific atrial lead that was implanted (B)(6) 2004. Impedance was not able to be measured by a programmer. There was undersensing in the atrial in a recumbent position and sometimes they could measure a-sense in a sitting position. During the a-sense measurement while sitting, the lead impedance was under 200 ohm. Device setting was changed from ddd to vvi. On (B)(6) 2012, these devices, including the lead, were replaced. Before the replacement, a-lead impedance and the sensing were not able to be measured. However, a-sensing could be measured when the lumax was removed from the patient pocket. When the atrial lead was disconnected from the lumax sensing / impedance/ threshold measurements were possible with an analyzer and no problem was observed from the lead. According to rep who attended the replacement, "sealing of the removed boston lead slightly twisted." Boston scientific is also now analyzing their lead.